Event description:
Burn second degree [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. This is a report received from (B)(6). A patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap), topically from an unspecified date to an unspecified date an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn second degree (important medical event) on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event at the time of the report was unknown.

Manufacturer narrative:
Med comment: the event assessed as serious and associated.